Event description:
It was reported that approximately one month after implant, the corner tip of the implantable cardiac monitor became exposed. The initial incision never healed and the patient had an open wound at the incision site. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).